Event description:
It was reported that after the insulin pump was dropped the buttons became unresponsive. The customer did not have a backup plan to treat her blood glucose, so the customer was advised to go to the ER for treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.